Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device. The issue was localized to battery connection problems. The battery pca was found to have damaged connection pins (one pin on each of the battery slot bent, stuck in and no spring action). Multiple batteries were found to have torn connection elastomers. The battery pca was replaced to resolve the issue. The device passed all performance assurance tests and was returned to the customer. Philips was not able to verify that the damage battery pca pins and torn elastomers on the batteries were caused by a malfunction.

Event description:
The customer reported that the device turned itself off and on unexpectedly. There was no report of negative pt impact.